Event description:
On 5/1/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 5/5/98 the pt returned for an interventional procedure. A second angio-seal device was deployed "above" the previous access site; however, hemostasis was not achieved with the device and manual pressure and a femostop were applied to control the bleeding. A pseudoaneurysm developed and the pt was taken to the operating room for exploration. At that time the device was removed and the vessel repaired. As of 6/3/98 there has been no further report of complication or pt sequelae made to the MFR.